Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1400 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer could not provide any additional details of their stay in the (ICU). No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.